Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that patient didn't appear at the stations. A technical support specialist (tss) checked that the patient visit ID was showing two different patients at the same time. Later, tss had run the query on the station, selected the appropriate identifier, and found no patient. Later, the tss confirmed that the customer was wrongly submit the order and that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient did not appear at the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Initial reporter city: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient did not appear at the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.